Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-total gastrectomy, patient experienced sepsis and leaking into lungs. An endoscopy was performed and leak on post-esophagogastric junction anastomose was noted.